Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event while sleeping. The consumer's husband could not confirm if the consumer's insulin pump was working correctly. During troubleshooting, it was revealed that the consumer never control solution tests her test strips for integrity and also transfers test strips from container to container which, according to the nova instructions for use, may compromise the integrity of the test strips. The meter and a vial of test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.